Event description:
The hcp reported a volume discrepancy was noted at refill. The estimated reservoir volume was 2 mls; the actual reservoir volume was 18.9 mls. A roller study was performed 2/2005, confirming a rotor stall. The the roller study was performed with no drug in the pump. Attempts to aspirate from the catheter were unsuccessful, therefore, dye was no pushed through the catheter. The patient was exhibiting mild symptoms of overdose - flaccidity, lethargy approximately hours post diagnostic testing.